Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure performed on (B)(6), 2010. According to the complainant, post procedure on (B)(6), 2010 the cap on the y port adapter was torn. The device was replaced with a securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the device revealed the y-port cap to be torn and separated. The separation was perpendicular to the flange and had a v-shaped portion pulled at center of flange along mold parting line. No other issues found. Y-port was found to be molded properly. The condition of the returned unit was consistent with the complaint incident that the device plug had separated from the y-port. Since the failure could be due to user handling, operational context or manufacturing/ packaging the most probable root cause is undetermined. A review of the device history record was performed ofr lot 13125744 and revealed no issues related to this complaint. A lot history search was performed and found no other complaints against lot number 13125744.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure performed on (B)(6), 2010. According to the complainant, post procedure on (B)(6), 2010 the cap on the y port adapter was torn. The device was replaced with a securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.